Event description:
When attempting to disconnect crrt line from dialysis access, the center of the dialysis tube broke off inside of the hub of the dialysis port. That port was removed and a new dialysis port was placed.